Event description:
It was reported that an atrial lead warning triggered for low impedance. Noise was also noted with the lead. The lead programming was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).